Manufacturer narrative:
Corrected information: sex .

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that facial drape ignited as a product sparked that was near the patient's face during a bilateral temporal artery biopsy. Oxygen was in use at the time of the reported incident. The generator was set at 25 cut and 25 coag. The patient is reported as being okay.

Manufacturer narrative:
The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that facial drape ignited as a product sparked that was near the patient's face during a bilateral temporal artery biopsy. Oxygen was in use at the time of the reported incident. The generator was set at 25 cut and 25 coag. The patient is reported as being okay.